Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was marker band separation from the solitaire ab in the distal end. The developing point at the tip of the stent fell off. There was no resistance encountered. Additionally, it was reported that the axium coil stretched. Coil separation/break/premature detachment was also reported. The coil was removed from the patient through microcatheter withdrawal. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. The physician repositioned the coil 2 times. The physician did not attempt to detach the coil and did not rotate the delivery pusher during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). A continuous flush was administered during the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured clinoid process end aneurysm with a max diameter of 6.1mm and a 4mm neck width. Landing zone: distal: 2.67mm and proximal: 4mm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box and within a sealed tyvek biohazard pouch. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator and coupler tube were found to be intact. This is indicative mechanical method detachment was not attempted. The axium coil pushwire was found to be kinked at ~6.2cm and broken at break indicator with release wire completely removed from pushwire. The coin was found to be not against the lumen stop. The implant coil was already detached and returned within introducer sheath. The implant coil was unable to be pushed out from within introducer sheath as it was found to be stuck. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis (including sem reports): the retainer ring appeared to be occluded with residue. The retainer ring was unable to be measured accurately. The lumen stop appeared to be in good condition. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium implant coil was returned with the implant already detached. It is likely the premature detachment was due to the pushwire break at break indicator and removal of release wire causing the release wire to release the implant coil. It is possible the damage (break/bent) to the pushwire occurred upon opening the package and attempting to remove the product or after removing it from the package and preparing it per IFU. The customer reported preparation was completed to the coil prior to noticing the premature detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.